Manufacturer narrative:
The insulin pump had cracked and bleeding display glass, minor scratches on the display window, cracked case near the display window corners, and a cracked reservoir tube lip. The functional testing could not be performed due to the display anomaly.

Event description:
The customer called and reported that the insulin pump display was cracked. The customer further stated the screen was a big black blob and the view was obstructed. The customer's blood glucose was 125 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.